Manufacturer narrative:
Updated coding based on additional information received.

Event description:
Additional information received from a manufacturer representative reported the symptom of "backwards" meant the consumer fell back. It was unknown what caused the consumer to fall back.

Event description:
The patient reported the symptoms of backwards which occurred on (B)(6) 2016. It was unknown if there was 50% or greater symptom reduction. The implantable neurostimulator (ins) was the component involved with the issue. It was unknown if troubleshooting was performed. The cause was unknown. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.